Event description:
The customer reported the device failed to start.

Manufacturer narrative:
(B)(4). The customer reported the device failed to start. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.